Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. It was stated that the insulin pump has no delivery alarm and customer did not measure the blood glucose often. No additional information was provided at the time of call.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We theefore consider this report complete to the best of our knowledge.